Event description:
It was reported that during bench testing, the ventilator's turbine was seized with a constant disc sense alarm. The ventilator was not connected to a patient when the reported problem occurred.